Manufacturer narrative:
Investigation summary: one (1) photo were provided by the customer for investigation. The photo shows a syringe with a brown spot and black marks on the barrel. The brown foreign matter (fm) appears to be embedded fm and is likely degraded resin. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Based on the photo provided it cannot be determined if the black foreign matter is embedded in the barrel or is loose on the barrel surface. If the black foreign matter is loose it could be either grease or ink from the production process. Grease could be from the printing process due to the fact that during the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Ink could be from the printing process as during transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes. If the black foreign matter is embedded it is likely degraded resin. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign debris was found on the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter: "debris on the large syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign debris was found on the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter: "debris on the large syringe".